Manufacturer narrative:
Sections d10, d11: corrected data. Section b5: additional information.

Event description:
Related manufacturer report number 2916596-2020-04131.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent low flow alarms along with driveline fault alarms. Upon review of the log files technical services, they noted that there were multiple low flow alarms. Technical services noted that the equipment was not causing these events. The low flow events seem patient related. The log file also captured driveline fault alarms. Technical services suggests that the patient's controller be exchanged. The patient had a driveline repair, however, it was unsuccessful. The black wire was determined to be broken internally. The patient continues to have driveline fault alarms and low flow alarms. Upon review of the log files, technical services noted that the data suggested orange wire damage in addition to the broken black wire. The low flows were caused by cardiac recovery. The patient is stable and not having any symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed from the evaluation of the collected and submitted log files; however, the driveline fault alarm was unable to be reproduced during the analysis of the returned system controller, serial number (B)(6). The log files captured numerous yellow wrench alarms corresponding to driveline faults throughout the event history. The driveline fault alarm appeared to be associated with phase 3 where throughout the log files, the recorded phase 3 values were noted to be lower than the recorded values for the other two phases, and were captured as significantly lower at the time of the driveline fault alarm indicating a correlation between phase 3 and the driveline fault alarms. These alarms were captured as active on both battery and power module/mobile power unit. The returned system controller (B)(6) was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis. The provided information indicated that the patient continued to experience driveline faults following a driveline repair and controller exchange. Therefore, the driveline fault alarms could not be associated with the system controller related issues. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on 20-jul-2020 per ifs. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.